Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualiziation of particles . There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP devices sound abatement foam become degraded and alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer received new information respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease. There was report of serious patient harm or injury. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In previous report UDI report was wrong in this report UDI number is updated. Address is updated and box b, box e, box h are updated/ corrected.